Event description:
A report was received that the patient was having an infection at the pocket site. The patient was admitted to the hospital. The patient underwent a revision procedure wherein the ipg was adjusted.

Manufacturer narrative:
Additional information was received that pocket adjustment was performed because the original pocket was in her skin fold and was not able to heal properly.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having an infection at the pocket site. The patient was admitted to the hospital. The patient underwent a revision procedure wherein the ipg was adjusted.